Event description:
It was reported that as lvp 20d 3ss cv had air in line. The following information was provided by the initial reporter: material no: 2426-0007 batch no: unknown. It was reported that there was air seen in the line. Description: rn hung tpn and lipids on baby (B)(6) 2020 around 9 p.m. On the (B)(6) 2020 around 3:30 p.m. Air was noted in the line. It appears to be above the portion that goes into the pump. Rn changed the fluid and tubing to d10 and saved all the tubing.

Manufacturer narrative:
H.6. Investigation: one sample was returned from the customer. The customer's report of an air bubble was found in the tubing was not confirmed based on the customer provided sample. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv had air in line. The following information was provided by the initial reporter: material no: 2426-0007, batch no: unknown. It was reported that there was air seen in the line. Description: rn hung tpn and lipids on baby(B)(6) 2020 around 9 p.m. On the (B)(6) 2020 around 3:30 p.m. Air was noted in the line. It appears to be above the portion that goes into the pump. Rn changed the fluid and tubing to d10 and saved all the tubing.